Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately calcified peripheral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was removed without problem, and the procedure was completed with a different device. No patient complications, nor injuries were reported.